Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia while using the ilet device. The highest recorded blood glucose (bg) was 342 mg/dl troubleshooting did not identify an insulin delivery issue. The user remained connected to the ilet without making additional meal announcements, and bg returned to range later the same day. The device provided a high bg alert. No symptoms were reported, and no medical intervention was required.